Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8741-40 driver, t10 hexalobe, beveled ft batch number: 1392132 was received for investigation. Visual evaluation of the returned device noted wear and tear with slight discoloration. It was further noted that the geometry of the distal end of the shaft of the returned device was broken. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Manufactured date: 17-sep-2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/22/2024, a sales representative reported via (B)(4) that an ar-8737-37 driver shaft, 1.5 mm hexalobe, cannulated, and (qty. 2) of an ar-8741-40 driver, t10 hexalobe, beveled ft broke during a case. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/27/2024: this was discovered during a elective hardware removal procedure on (B)(6) 2024. The devices broke while in the patient during an open incision. All fragments were retrieved from the patient. There was a case delay of 10-20 minutes. The case was completed using an non-arthrex product.